Event description:
The hcp reported the pt had last been refilled in 03/2005 with no concentration change. The pt was admitted to the hospital nine days later with symptoms of underdose including fever and increased spasticity. No underlying infections were noted.